Event description:
It was reported that the patient had an infection. For 6-7 months the patient had an issue where the lead was in their back. The end of the lead was sticking out. The patient went to 6 pain doctors and their family doctor and everyone told the patient that it was a stitch. One of the doctors that told the patient that it was a stitch pulled on it. A different doctor prescribed the patient an oral antibiotic and a cream. The nurses wanted to look at it with a microscope. The patient started using the cream on the wednesday of the week prior to the report and by saturday they stopped using it because it made them break out like a soccer ball sized infection. Every time the patient would recharge for the 6-7 months prior to the report the infection area in their back would break out. Then it would heal until the next time the patient would recharge. The patient noted that the lead was not sticking out of their back at the time of the report. The patient got it ¿back in¿ by pushing, taping, and maneuvering it. The patient had an appointment with their doctor in 2 weeks. It was further reported that the patient was seen on (B)(6) and they were having discharge from the implant site only after they recharged. The patient was given oral antibiotics and some cream. The patient was also seen on (B)(6) and still only mentioned the issue of discharge. The doctor was going to refer the patient to a skin specialist. The patient¿s device and therapy were working well at the time of the report and there was no reprogramming needed. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).